Event description:
The complaint below involves the clouding (discoloration) of specialized pvc tubing (custom tubing pack with carmeda bioactive surface) which was accentuated when the tubing was clamped and in contact with priming solution. The tubing is utilized on a heart lung machine during open heart surgery. The complainant feels that the haziness described is caused by a chemical breakdown in the coating of the tubing and may be a hazard. Apparently some sediment in the tubing was noticed. The MFR of the tubing ran tests to simulate the conditions described by the complainant which ostensibly showed no degradation of the coating and a consistent uniform coverage. The complainant is not satisfied with medtronic's follow-up and explanation and is asking for further follow-up. MFR isolated the residue, dried it and used fourier transform infrared spectroscopy (ftir) to study the residue. Ftir spectra of the sediment showed a mixture of an alcohol and a carboxylic acid salt. There may be more components in the mixture, but this is the simplest explanation that fits the spectra. The alcohol is most likely a polyol, i.e., one having more than one hydroxyl group in each molecule. It could be from a monosaccharide like manitol, or a polysaccharide like cellulose. Because it is in a mixture, MFR cannot be more certain from the spectra. The carboxylic acid features may be a longer chain fatty acid salt, like laurate, palmitate, or stearate. These salts, in very small amounts, are used as lubricants, waterproof coatings, mold release agents and stabilizers in various plastic components. There is also the possibility of carboxylic acid salt(s) of lower molecular weight, perhaps from the lactated ringers solution. MFR did not identify any peaks related to carmeda or trillium systems, including heparin or its salts. In addition, energy dispersive x-ray spectroscopy (eds) was used to characterize the sediment in the tubing. The residue was found to contain c, o, na, si, cl, k and ca. The si peak may be a result of the glass substrate. Consequently, there were no carmeda components detected using eds technique as well. To further confirm the stability of carmeda coating on the pvc tubing returned from the hosp, MFR used ftir to analyze samples of unused carmeda tubing (as controls) along with the surfaces of the returned samples. The infrared spectrum of the outside tubing surface was subtracted from the spectrum of the inside surface until the dop plasticizer peaks were as close to gone as possible. In the case of the unused tubing (control), this left a spectrum that is consistent with heparin (the blood contacting surface layer of the carmeda coating). In case of the primed tubing, this left a spectrum that is consistent with a mixture of compounds, including heparin from carmeda coating and salt(s) of the carboxylic acid (similar to the carboxylic acid peaks from the sediment), indicating that both, carmeda coating and sediment were present on the surface of the primed tubing. Based on the info above, MFR concluded that traces of sediment had adhered to the surface of the sample of carmeda coated pvc tubing that user had sent MFR. In addition, MFR performed a chemical identification test that is routinely used to determine uniformity of carmeda coating. This test was performed on carmeda coated tubing that was in contact with the prime solution for two weeks. Results showed very uniform carmeda coverage along the entire inner surface area of the tubing, once again an indication of strong adhesion to the surface and integrity of carmeda coating. MFR suggests that prime solution may be the cause of the interaction. User's prime constituents (100mg lidocaine hcl, 8000 units heparin (beef), nahc03 1 amp and 1l lr with dextrose) are very common and used by nearly every perfusion svc in the country. They noticed the clouding/sloughing after leaving the pump (set up) wet for 24 hrs. User is concerned that this anomaly may also be present (microscopically) after 2, 4, 6, 10 hrs. This time frame is typical in user's setting. They often prime the pump (wetting) and may wait 2-6 hrs before going on cardiopulmonary bypass. The shelf life of each pack is 24 mos. The packs that were used were well within their life expectancy.